Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the boluses were not recorded in the bolus history. The customer's blood glucose was 55 mg/dl at the time of incident. The customer's father stated that his son was disoriented, had a seizure and passed out. The customer's father stated that he gave his son sweets, soda, milk and sugar liquid to treat the low blood glucose. The insulin pump will not be returned for analysis.